Manufacturer narrative:
H3, h6) the system was serviced in the field and the phenomenon was not duplicated and normal operation was confirmed. Codes b01, c19, and d14 are applicable. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the device was not responding to anything even when the lateral move button on the pendant was pressed. The patient was able to be moved sideways by pressing down again several times. There was no impact to patient's outcome and there was no surgical delay time.